Event description:
A vague report of overinfusion was received in association with the use of an infusion pump. Reportedly, an unk amount of heparin was set up to infuse at a rate of 2ml/hr to run for 24 hours at 15:30. According to report, the infusion was found to be complete at 11:30 the following day. No add'l clinical info was available for this report. There was no report of pt injury in association with this report.